Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix broke while implantation. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Additional information: b5, b7 and h6: health effect - clinical and impact code

Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix broke while implantation, all the pieces were removed from the patient by tweezers. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported. The back up device was used in an additional bone hole, a void was left in the patient. The instrument used to prepare the insertion site was 4.5 taps. The insertion site was cleared of all debris prior to insertion of the anchor. Patient current status is good.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The anchor and suture material are still on the insertion device, the anchor is fractured at the suture window and the prongs on the end of the insertion device are bent. There is debris on the anchor, suture material and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the twinfix anchor. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.